Event description:
It was reported, "pt received a burn during an a-fibalation. The conmed ground pad partially pulled away from the pt skin. A 5cm in diameter 1 degree burn and a dime sized blister in the center. Just below this area was second 1 degree burn approximately 2cm x 8cm and 2 dime sized blisters. This was noted at the end of the procedure.